Event description:
It was reported that recent onset of short interval counts (sic) events were noted. Performance data regarding the lead revealed that ventricular -sic was only incrementing during atrial fibrillation (af) episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 6949-65 defib lead, implanted: (B)(6) 2005; 5076-52 crdm non-defib lead, implanted: (B)(6) 2005. (B)(4).